Event description:
It was reported that the pump exhibited a primary audible alarm that would not go away. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was chipped on the top case in front left corner, the bottom case, battery door, and right plunger case were cracked. Review of the event history log found primary audible alarm post. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was determined to be the device needed to have a software upgrade. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).